Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implantation and currently were not reported. A recent CT demonstrated a type I endoleak. The physician elected to implant a medtronic device that is not approved in the united states and the type I endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak).